Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for essential tremor. It was reported that the patient has dementia. It is unknown what troubleshooting was performed related to the event, or what the outcome of the event was. No further complications are anticipated.